Event description:
Report received from abbott international (abbott france) of an unrequested bolus dose. The report states: "the pca pump delivered a bolus at the pt without any request". The abbott affiliate has been queried for further info, and no additional info has been provided.